Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level ranged from 133-145 mg/dl. In addition, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.